Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not holding the wire and ran roughly, the device clamps were corroded and worn and other internal components were worn and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the quick coupling for k wires device was not holding a pin. During in-house engineering evaluation, it was observed that the device was not holding the wire and ran roughly, the device clamps were corroded and worn and other internal components were worn and corroded. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.